Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level due to air bubbles in the reservoir and infusion set. Customer's blood glucose value was 416 mg/dl at the time of the incident. Another blood glucose level was 139 mg/dl. Approximate size of air bubbles was not soda pop or champagne size. Customer were assisted to remove air bubbles. Air bubbles were removed successfully. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they performed high pressure test and insulin pump passed it. The device will not be returned for analysis.